Event description:
Generator analysis completed. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. Review of the generator device history records confirmed that the generator passed all tests. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Generator decoder was reviewed. There was data available on (B)(6) 2019. The patients diagnostics on (B)(6) 2019 showed high lead impedance. No other anomalies were noted. Lead analysis was completed. Two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. The reported fluid leaks allegation was verified. Abraded openings were noted on the outer and the inner silicone tubing. A coil break was identified in the negative coil. Scanning electron microscopy images of the negative coil showed what appears to be wear (flat surfaces) on the coil strands, resulting in reduction of the diameter of the quadfilar coil strands up to the point of the break location. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The exact point in time of when this occurred is unknown. Scratches/indentations were noted on the connector pin and ring connector most likely caused during manipulation of the lead at surgery. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No other relevant information has been received to date.

Event description:
The explanted lead and generator were received for product analysis. No other relevant information has been received to date.

Event description:
Patient presented with an infection at the generator site. During an infection washout procedure, it was found that there were multiple breaks in the lead housing, blood/infection material within the outer tubing, and mrsa abscess halfway up the lead. Lead impedance was noted to be ok. The lead and generator were explanted due to the infection. The explanted products have not been received by product analysis to date. MFR. Report # 1644487-2019-02152 captures the reported infection. MFR. Report # 1644487-2019-02153 captures the reported multiple breaks in the lead housing, blood/infection material within the outer tubing. No other relevant information has been received to date.